Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location which led to the alarm. The leak was further described as " there was a puddle of fluid on the floor". Renal therapy services(rts) had the patient cycle the power off and on to clear the alarm. The patient would complete therapy with manual supplies and would contact nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.